Event description:
It was reported by service report that the scale read (B)(6) with a (B)(6) weight; the hl load cell was dead. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell.